Event description:
Reporter alleged obtaining the results of 485 mg/dl and 178 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that after the readings, she withheld taking apidra as she normally would before meals and then she ate breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.